Event description:
The patient had a full vns replacement on (B)(6) 2013 due to high lead impedance being seen on diagnostics. Pre-op diagnostics of the device confirmed the high lead impedance. Before the lead was replaced, troubleshooting was performed on the new generator since nothing could be concluded from x-rays. The lead was inserted into the generator and screwed in appropriately. The electrodes were reportedly in the correct position. After the lead and generator were replaced, all diagnostics were good inter-operatively. The last known good diagnostics, found through review of the vns programming history, was from (B)(6) 2011. The results were within normal limits. Attempts are underway for additional information. No other information has been provided.

Manufacturer narrative:
The supplemental report #1 inadvertently did not report the first date that the neurologist found the high impedance on diagnostic testing.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the generator was not programmed off after observing the high impedance. There was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. It was reported that the explanted devices were discarded and will not be returned for analysis.